Manufacturer narrative:
No list # (B)(4) product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. Based on a review of similar complaints from this lot, the reported complaint can be confirmed, however, a probable cause cannot be identified without the physical sample returned for testing.

Event description:
The event occurred on an unknown date. The customer reported during infusion of paclitaxel, there was a leak from the filter air vent of a primary plum set. There was patient involvement, but no adverse event or delay in therapy.